Event description:
The complainant reported a patient was being prepped for an impella cp implant and during the preparation, an alarm reading purge system open continued to be active. Efforts were made to de air the system and cassettes were changed without success. Once de airing the line, the automated impella controller (aic) advanced directly to the placement screen, bypassing the calibration screen. The aic was replaced to no avail. The impella cp was aborted leading to prep and implant of an additional impella cp. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of priming issue has been completed. The pump and two purge cassettes were returned for investigation. According to the clinical report, the troubleshooting method did not resolve the purge system open alarm, and the pump was replaced. No physical abnormalities were observed on the returned products. The pump was successfully primed using both returned purge cassettes without issue. Purge values were within specification limits during testing. Data log shows a purge system open alarm during case start, which resolved a few minutes after multiple case start attempts were reported. Full logs of the case start were not available for review. There was no issue found during the case. The device functioned/operated to specification. D9 device returned to manufacturer date added.